Event description:
Consumer complaint of not being able to see results in memory. Upon evaluation by the (B)(4) office in (B)(4), a "hi" blood glucose result was seen when the set button was pressed.

Manufacturer narrative:
(B)(4). Investigation summary: when the meter arrived at ndi, it passed all testing in the qc lab. No "hi" results were displayed when recalling the meter memory. A memory dump was performed and the highest blood glucose reading was 159 mg/dl. A memory dump from the meter of the blood glucose results was performed and there were no results greater than 600 mg/dl that would trigger a display of "hi". Since we were unable to duplicate the customer complaint, the meter firmware code was reviewed. The memory and display functions of the meter firmware code were reviewed. There is nothing in the code that would cause the meter to display "hi" unless there was a stored blood glucose value greater than 600 mg/dl in memory. Device history review: checking our complaint database, there are no similar complaints for the true2go meters. The most likely possible cause: mlpc is a premature intermittent failure of the microcontroller chip. Specifically, with the flash memory in the microcontroller. This would explain why the customer was unable to display results stored in memory and "hi" was observed during evaluation.